Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to [add details from complaint here]. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported during wear of the abbott diabetes care (adc) device. The customer experienced an abscess and pus at the sensor site, mild tingling pain and discomfort, and a large itchy rash extending to the upper elbow. The customer consulted a healthcare professional, who prescribed medication to treat the allergic reaction. There was no report of death or permanent impairment associated with this event.